Manufacturer narrative:
Product ID: 748925, serial #: (B)(4), implanted: (B)(6) 2003, product type: extension; product ID: 3998, lot #: j0427741v, implanted: (B)(6) 2004, product type: lead.

Event description:
It was reported on (B)(6) 2008 that the patient felt intermittent buzzing in both legs when his implantable neurostimulator (ins) was turned off. When turned on, he did not feel anything at a low setting; when stimulation was increased, the patient's motor skills were affected, and he felt like he was experiencing a shocking sensation and/or having a seizure, so he turned his ins off. The patient saw a physician who took an x-ray but the physician did not continue to see the patient; the physician discharged him and he needed to see a physician to take over his care. The patient's symptoms began six months prior to the above report date at the site of paresthesia. Patient outcome was not reported at the report date. Additional information received on (B)(6) 2008 reported that the patient had not been seen at his original clinic since (B)(6) 2012. Additional information received on (B)(6) 2012 reported that the patient began treatment with a new physician, who took an x-ray of his back and determined that the lead was 1.5 feet from where it should have been. The patient had a revision done (his 4th) to correct the lead placement. When the patient woke up, he felt stimulation down his left leg. The physician was unable to take out specific parts of the lead and was unable to perform the patient's follow up with his ins. The patient's therapy worked well for the first few months after his revision. Six weeks after the device was revised, the patient began to experience signs of the therapy not working again. When turning the stimulation up, the patient felt a shocking sensation in his groin, buttocks, and lower back. The stimulation would also go on and off and was no longer making "continuity." The patient could also feel a burning sensation where the partial leads had been left. The patient was reprogrammed multiple times by a manufacturer representative but ended up with his device no longer working. The patient saw a new physician who explanted his ins and replaced it with two competitor ins. The exact explant date and reason for the use of two ins was unknown, as patient did not give this information. The patient wanted to know "what he can do now that he has parts still floating around in his body and are unaccounted for." Patient was not able to find a physician that would assist him with his original device. Patient outcome was not provided. (B)(4)